Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or cause the cgm to read "high." The customer resolved the issue by changing the infusion set and cartridge, allowing them to resume insulin delivery.